Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
It was reported that pt underwent hip procedure on (B)(6) 2001. Pt underwent revision surgery on (B)(6) 2010 due to loose implant. No further complications have been reported.